Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced numbness from the waist down. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein both leads were explanted. The investigation was unable to determine the lead that associated with the issue. The patient's symptoms have resolved.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000170978.